Manufacturer narrative:
Other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. Analysis of the 9733560 (serial # (B)(4)) found insufficient information. Analysis of the 960-152 found no failures. Adjustment of the pixel offset settings resolved the reported issue.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the images were inverted. Medtronic representative opened the overrides file and added pixel offset settings then reloaded the exam which resolved the issue. It was stated that the grey scale on the color pixels were switched around the CT meaning the white and black color pixels represented the opposite information on the scan due to this the soft tissue was white and bony tissue was black. The procedure was completed without the use of navigation. There was a delay of 15-20 minutes. No known impact on patient outcome.